Manufacturer narrative:
The size of t-piece 7.6mm port, where the t-probe is inserted, is checked during qc checks at moulding. We have gauged the returned sample and found it to meet requirements. The t-probe and t-piece were conditioned and a axial separation force was applied and the t-probe did not detach. The pull off force was measured separately and it was within specification. The security of engagement was found to meet requirements.

Event description:
The product can become loose and/ or fall out and result in less tidal volume delivered to patient. There were no specific injuries attributed to the dislodgement of the temperature probes. The temperature probes were re-seated to seal the leak when an incident would occur and would be checked periodically to ensure tightness.